Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was returned with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Also unable to confirm the insertion needle anomaly due to the sensor was returned without the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 3 sensors that were bad. Customer's blood glucose was in the high 200's mg/dl or 300's mg/dl. Customer mentioned that while she was in the hospital, the pump died and the battery was not put back into the pump until last wednesday. Customer had an external ram error, unexpected restart, and the flash is incorrect for factor stored information alarms. Customer stated that the pump was stored without a battery. Customer was hospitalized on (B)(6) 2015 due to a seizure. Customer stated that the seizures were related to hypoglycemia. Customer's blood glucose was 600 mg/dl at the time. Customer was not wearing the sensor. The hospital took the pump off the customer and told her not to put it back on. Customer had another seizure the next day and her blood glucose was 134 mg/dl. Customer was hospitalized a second time and her blood glucose was too low to read on the meter. Customer performed a self test and the pump passed.